Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/04/2016. The fse confirmed the leak from cut tubing at bsv wire marker wm-6; the tubing was replaced, resolving the leak and the non numeric differential results. (B)(6).

Event description:
The customer reported an uncontained leak of about 2 ml from the bsv (blood sampling valve) from a coulter lh 500 hematology analyzer. Differential incomplete results (non-numeric results), were also recovered in connection with the leak. The customer was wearing personal protective equipment (ppe), consisting of gloves, glasses and a lab coat when the leak was observed. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.